Event description:
A patient reported experiencing inaccurate high results with a ot basic enhanced meter. The patient's blood glucose results were meter 283 to lab 121 mg/dl. Tests were done within 10 minutes with a difference of 38%. Patient did not experience any adverse events. No further information has been reported.